Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The patient¿s blood glucose level was 216 mg/dl at the time of the incident. Customer reported customer does not allege pump was under delivering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No the motor arm cannot communicate with the main arm error during testing. Hardware low level failures error confirmed in the device history and during self test due to broken trace. Software error was present in the format history file. Problem isolated to the electronic assembly.